Event description:
During a follow-up, upon interrogation, the device was found in backup vvi mode due to low battery voltage. The device was replaced. The patient was stable with no adverse consequences. Additional information about the explant procedure has been requested but never received.